Manufacturer narrative:
BLOCK B2: THE DATE OF DEATH IS AN APPROXIMATE. THE EXACT DATE OF DEATH WAS NOT PROVIDED BY THE COMPLAINANT. BLOCK D4: CATALOG NUMBER: UNK-P-RESOLUTION_360_ULTRA_CLIP. BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE COMPLAINT DEVICE UPN AND LOT NUMBER. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK H6: IMDRF IMPACT CODE F02 CAPTURES THE REPORTABLE EVENT OF DEATH. IMDRF IMPACT CODE F2202 CAPTURES THE REPORTABLE EVENT OF ENDOSCOPIC PROCEDURE. IMDRF IMPACT CODE F0101 CAPTURES THE REPORTABLE EVENT OF THERAPEUTIC RESPONSE DECREASED.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A RESOLUTION 360 ULTRA CLIP WAS USED DURING AN ENDOSCOPIC SUBMUCOSAL DISSECTION PROCEDURE PERFORMED ON (B)(6) 2026. DURING THE PROCEDURE, THE RESOLUTION 360 ULTRA CLIP WAS USED AND NO MALFUNCTIONED WAS NOTED. HOWEVER, IT WAS REPORTED THAT THE PATIENT UNDERWENT MULTIPLE PROCEDURES FOLLOWING THE ESD. SUBSEQUENTLY, THE PATIENT PASSED AWAY.

Event description:
It was reported to Boston Scientific Corporation that a Resolution 360 Ultra Clip was used during an Endoscopic Submucosal Dissection (ESD) procedure performed on(b)(6)2026.During the procedure, the Resolution 360 Ultra Clip was used and no malfunction was noted. Multiple BSC closure devices were utilized in an attempt to close the ESD defect. The day following the procedure, an abdominal X-ray reportedly demonstrated no free air, suggesting successful closure. However, it was reported that an injury to an inferior epigastric artery or vein may have occurred during the original procedure and was believed to be related to a non-BSC needle used for pneumoperitoneum decompression. This vascular injury was felt to represent the event that led to additional interventions and complications. The patient subsequently required multiple surgical procedures, including a colectomy, to manage complications and reportedly experienced multiple cerebrovascular accidents (CVAs). Subsequently, the patient passed away approximately four weeks following the procedure. The cause of death was not confirmed but may have been related to liver failure.

Manufacturer narrative:
Block B2:The date of death is an approximate. The exact date of death was not provided by the complainant.Block D4: Catalog Number: UNK-P-Resolution_360_Ultra_Clip.Block D4, H4:The complainant was unable to provide the complaint device UPN and Lot Number. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.Block H6:IMDRF Patient code E0133 captures the reportable event of Stroke CVA.IMDRF Impact code F02 captures the reportable event of Death.IMDRF Impact code F1901 captures the reportable event of Additional Surgery.Block H2: Additional Information: Block B5Block H6: Patient Codes, Impact Codes and Device Codes.Block H2: Device Evaluation: Block H11: Investigation Results:The device was not returned for analysis. Therefore, the reported events of Device Interaction With Another Device, Death, Additional Device Required, Imaging Required, Prolonged Episode of Care, Additional Surgery and Cerebral Vascular Accident (CVA) were not able to be confirmed through product evaluation.A Similar Complaint Review was completed; there were no emerging trends identified that warrant further action.The cascade of events that occurred following the initial endoscopic procedure resulting the patient's death are unrelated to the use of any of the listed BSC devices. Based on the event description and information provided by the customer there is not enough evidence to determine whether the Cerebral Vascular Accident (CVA), the Imaging Required and the Death were due to the physician's technique during the procedure or any other situation that could have induced the problem.It was reported that some clips were dislodged with subsequent closure maneuvers; however, there was no allegation against any of the BSC closure devices, as these appeared to perform as intended. Therefore, there is insufficient evidence to determine whether the reported device interaction contributed to the reported event.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.